Event description:
It was reported that bd microlance¿ needles had issues with disintegration of hypodermic needle.

Manufacturer narrative:
Investigation summary: no sample neither picture have been provided. DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2103 (september 10-12nd, 2018) during which 57 visual inspections were carried out with 0 defects noted. Needles were assembled in machine 4407 and come form 3 assembled batches: -#8246872 (september 03-11st, 2018) during which 275 visual inspections of (B)(4) units each were performed with zero defects noted. -#8239757 (august 27 ¿ september 03rd, 2018) during which 319 visual inspections of (B)(4) units each were performed with zero defects noted. -#8254826 (september 11-18th, 2018) during which 318 visual inspections of (B)(4) units each were performed with zero defects noted. Cannula batches #8205992, #8208699 and #8178736.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needles had issues with disintegration of hypodermic needle.